Event description:
A hospital reported to smiths medical that the line sheared off (became detached) from the luer lock end to the pt. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical. The finished product is further assembled, packaged and sterilized by smiths medical. Samples have been received from the customer; however, smiths has not yet completed its investigation into this matter. A f/u report will be submitted as soon as the investigation has been completed.